Event description:
It was reported the device experienced early recommended replacement time (rrt). The device longevity was less than 4 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products:. 4543 competitor lead, (B)(6) 2007; 694965 lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 96% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.